Event description:
I t was reported that the subject stent deployed prematurely during the procedure. Procedure was completed successfully. No further information available.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the stent delivery wire (sdw) was seen to be kinked/bent. The stent introducer sheath tip was seen to be damaged. The stent was not returned. Functional inspection was not conducted as the stent was not returned. The reported event ¿stent deployed prematurely during use¿ was confirmed as the stent was deployed and not returned. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event ¿stent deployed prematurely during use¿ was confirmed during the analysis of the returned device. The device did not meet specifications when received for complaint investigation based on analysis results. Additional information received indicated that the device was prepared for use as per the directions for use, the device was confirmed to be in good condition prior to use on the patient, continuous flush was set up and maintained and the patient¿s anatomy was described as 'moderately torturous.' The stent was not returned. The sdw was seen to be kinked/bent. The stent introducer sheath tip was seen to be damaged. It is probable that tortuous anatomy may have caused damages to the device and the reported issue. An assignable cause of procedural factors will be assigned to the reported and analyzed event: ¿stent deployed prematurely during use¿, and to the analyzed events ¿sdw kinked/bent¿ and ¿stent introducer sheath distal tip damaged¿ as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that the subject stent deployed prematurely during the procedure. Procedure was completed successfully. No further information available.